Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary; a winding former with a detached needle was returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument were observed and this condition caused that the needle detached from suture. The suture was not received for evaluation. Per the condition of the product received, the assignable cause of the needle pull off suggests an improper handling of the sample.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No. What is the lot number of the device? It is hj5cpbn. Was there any adverse patient consequence? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? What is the lot number of the device? Was there any adverse patient consequence?

Event description:
It was reported that a patient underwent a sleeve procedure and suture was used. While over sewing the stapler line and after 5 or 6 passes, the needle separated from the thread without cutting the sutures the or needle breaking. It is a complete separation. There were no adverse patient consequences reported. Additional information was requested.